Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported kept shutting off which was reproduced during evaluation. Visual inspection found the six pin connector to be damaged as the cause of the reported issue. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept shutting off. There was no patient involvement. No additional information is available.